Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (300 mcg/m l at 71.12 mcg/day), dilaudid (13.5 mg/ml at 3.201 mg/day), and sufentanil (300 mcg/ml at 71.12 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipping. Patient reported they experienced withdrawal symptoms last week. There were no external factors that contributed to the event and no diagnostics/troubleshooting were performed. Actions taken to resolve the event included a pump pocket and catheter segment revision on 2022-02-16. The healthcare provider saw no issues with the 8781 catheter, but went ahead and replaced with an 8784 it just to be cautious due to risk of catheter coiling from pump flipping. The issue was resolved at the time of the report.